Event description:
In february 2014 rayner intraocular lenses limited identified internally identified a potential weakness of the outer pouch seal that encases the blister pack. An investigation was instigated in order to ascertain whether the seal width on the paper pouches were within minimum tolerances (seal width 6mm) as specified by (B)(4), "packaging for terminally sterilized medical devices." One hundred percent inspection was carried out and the investigation concluded that not all seals were within the minimum tolerance seal width. A review of our distribution history identified that two devices with a seal width below the minimum tolerance required had been released to the market. The decision was taken to contact the two customers and request the return of the devices in their possession. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00036.